Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The video bronchoscope was previously returned to pentax medical from a customer on 02-jan-2020. Inspection of the device was performed on (B)(6) 2020 where the quality control inspector found the following: suction arm loose, segment pipes disconnected, insertion tube non-pentax material, image dark, light carrying bundle, bundle has less than 70% transmission, passed wet leak test, umbilical cable non-pentax material, passed dry leak test, up/ down brake lever broken, light carrying bundle non-pentax material, # 1 remote control button cover cracked, equipment serviced by non-pentax facility, some functions cannot be checked unit compromised by fluid, down angulation decreased up angulation decreased, bending rubber non-pentax material, primary operation channel non-pentax material, distal body non-pentax material. Inspection of the suction arm was performed and the device failed the inspection criteria. The endoscope's repairs to be performed where the loose suction arm will be corrected, and the unit returned to inventory upon completion. Parts replaced: bending rubber, distal end assy with tube, light guide fiber bundle (lcb), insertion flexible tube w/segment, friction lever assy, light guide cable, remote control button(1)pb_free, pcb for ccd k3 pb-free/ntsc, o-rings and seals, insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5), angle lever assy, r.c. Button (4) pb-free, light guide base column. The endoscope was repaired and approved by final qc on 23-jan-2020 and was delivered to the customer on 23-jan-2020 under delivery order 82110590.